Event description:
A malfunction was reported on a customer's pump, which may have been exposed to water after a shower. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.